Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. No timeouts or drive stalls were seen in the download data. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. The cause of the reported dislodged cannula could not be conclusively determined.

Event description:
It was reported the patients blood glucose level rose to 275 mg/dl after wearing the pod between 4 and 24 hours. The patient reported the pod fell off causing the cannula to dislodge from the infusion site (abdomen).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.